Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had his knee replaced recently and began to experience pain and discomfort over the last few days. He came into the ER and was determined that he had an infection in his left knee joint. The surgeon then scheduled him for an I&d the following day where a thorough wash out and exchanged the sz 6 x 5mm rp attune insert was done. The femoral, tibial, and patella component were left in situ. The original implant date was unknown. No loosening and surgical delay noted. Doi: unknown. Dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.